Event description:
The following allegation was reported to davol by the patient: (B)(6) 2006 - patient was implanted with a bard perfix plug for right inguinal hernia repair. On (B)(6) 2006 - patient developed skin discoloration from waist to thigh, and a large "baseball size" hematoma. The plus was removed, cleaned and re-applied to the hernia location. The patient reports continual pain in the area of the mesh implant and visits a pain specialist for pain management.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Hematoma formation is a known and inherent risk of any surgical procedure and is listed in the adverse reaction section of the IFU as a possible complication. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.